Event description:
This file is dealing with the stent migration issue and an additional file has been created to capture the stent fracturing. The stent was deployed, it migrated into the duct. Patient complained of pain, they had to have a CT scan and they discovered the stent fractured in half. "As per complaint form": a stent was placed prior to surgery without any issue but following the procedure the patient complained of abdominal pain and so a CT scan was requested. After it was performed it was identified that the stent and fractured and a portion remained in the cbd and the rest had migrated into the colon. A subsequent ercp was required to rectify the problem.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to the similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: the evo-fc-10-11-4-b device of lot number: c1526515 was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Upon review of complaints, this failure mode has not occurred previously with the lot number: c1526515. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number: c1526515. As per the instructions for use, which accompanies potential complications: "additional complications that can occur in conjunction with biliary stent placement include: stent migration; stent occlusion." The IFU states there should be a minimum of 1cm extension beyond the stricture, " in the event a single stent will not adequately cover the stricture, a second stent of the same diameter should be placed providing adequate overlapping (minimum 1cm)of the initially placed stent to ensure a bridging of the stricture between stents." On review of the information provided, there is evidence to suggest that the user did not follow the instructions for use. As per image review " the length of common bile duct occlusion as measured on the CT scan measures nearly 5 cm suggesting that a 4 cm long stent was too short for the extensive pathology that is present. The IFU states there should be a minimum of 1cm extension beyond the stricture, such that the stent fully bridges the stricture. Without the stent completely bridging the stenosis the stent can be easily migrate towards which ever end is not bridged." Image review: impression: per the complaint report, the evolution biliary controlled release stent was deployed, presumably in the common bile duct, although no images were submitted of the placement procedure. Per the complaint report, the patient complained of pain for which a CT scan was obtained and demonstrated the stent had migrated and "discovered the stent fractured in half". There is no discussion on the temporal relationship of these events in terms of stent migration following placement. In addition on the CT scan submitted, the stent does not appear to be fractured, but rather appears to be intact and has migrated from the common bile duct into the small bowel. The length of common bile duct occlusion as measured on the CT scan measures nearly 5 cm suggesting that a 4 cm long stent was too short for the extensive pathology that is present. The IFU states there should be a minimum of 1cm extension beyond the stricture, such that the stent fully bridges the stricture. Without the stent completely bridging the stenosis the stent can be easily migrate towards which ever end is not bridged, due to the continual outward force of the stent on the stenosis. Without the ercp images to evaluate placement of the stent to determine adequacy, it is difficult to be certain that this was the cause of the stent migration. However, given the provided images, this does appear to be the most likely reason the stent did not stay in place. Furthermore, there is no evidence of stent fracture, as was reported in the complaint report. Root cause review: a definitive root cause of ¿stent migration¿ was identified. As per image review " the length of common bile duct occlusion as measured on the CT scan measures nearly 5 cm suggesting that a 4 cm long stent was too short for the extensive pathology that is present. The IFU states there should be a minimum of 1cm extension beyond the stricture, such that the stent fully bridges the stricture. Without the stent completely bridging the stenosis the stent can be easily migrate towards which ever end is not bridged." Summary: complaint is confirmed as the failure was verified in the image(s). Complaints of this nature will continue to be monitored for potential emerging trends. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional pain and trauma having to undergo a further procedure. Further ercp was required to place an additional stent.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to the similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is dealing with the stent migration issue and an additional file has been created to capture the stent fracturing. The stent was deployed, it migrated into the duct patient complained of pain, they had to have a CT scan and they discovered the stent fractured in half. "As per complaint form": a stent was placed prior to surgery without any issue but following the procedure the patient complained of abdominal pain and so a CT scan was requested. After it was performed it was identified that the stent and fractured and a portion remained in the cbd and the rest had migrated into the colon. A subsequent ercp was required to rectyify the problem.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered to the similar. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is dealing with the stent migration issue and an additional file has been created to capture the stent fracturing. The stent was deployed, it migrated into the duct patient complained of pain, they had to have a CT scan and they discovered the stent fractured in half. "As per complaint form": a stent was placed prior to surgery without any issue but following the procedure the patient complained of abdominal pain and so a CT scan was requested. After it was performed it was identified that the stent and fractured and a portion remained in the cbd and the rest had migrated into the colon. A subsequent ercp was required to rectify the problem.